Manufacturer narrative:
Findings: pump was received with escape and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No frozen screen noted. Time advanced properly. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after removing and reinserting the battery for a frozen screen. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 234 mg/dl at the time of the incident. The customer stated that there was no significant event leading to the keypad issues and that they were just taking it off to put on a night stand. The clock on the insulin pump did not advance when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also reported an unspecified low blood glucose episode that was treating by eating. The insulin pump will be returned for analysis.